Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/15/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was discovered during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was dim and orange. This complaint is being reported because the reported dim display screen issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.